Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that thy experienced the hyperglycemia. The blood glucose was 500 mg/dl. The customer's parent stated that they had turn off auto mode. The customer wants to turn on the suspend feature so it will stop insulin delivery once she hits low. The no further information was given. The device will not be returned for the analysis.